Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test due to a faulty force sensor. No error alarm noted. The device was received with minor scratched display window, cracked display window corners, cracked belt clip slot, and cracked reservoir tube lip.

Event description:
It was reported that the customer was getting compromised force sensor system alarm on the insulin pump. Customer stated insulin was squirting out during manual prime process. Customer stated that the insulin pump was dropped. Troubleshooting was done. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.